Event description:
The customer received questionable albumin plus (albumin bcg method) results on their p-module. The customer received multiple discrepant albumin results. They provided data for one patient with discrepant results that were reported outside the laboratory. The patient's initial albumin result was 2.3 g/dl and it was reported outside the laboratory. Immediately after obtaining the discrepant result, the instrument produced a reagent short alarm. The repeat result was 3.5 g/dl. The customer deemed the repeat result to be correct and it was issued as corrected report. No patients were adversely affected by this event. The albumin reagent lot number was 64094901 and the expiration date was 06/30/2012. The field service representative found that the reagent cap was on the cover beneath the reagent probe. The reagent cap was interfering with the reagent probe prohibiting the reagent probe from aspirating out of reagent packs lower in volume. He removed the reagent cap. He examined the fluidics system finding no abnormalities. He performed a vertical reagent probe adjustment. The customer performed quality control with results within customer defined ranges. No alarms were observed during the qc run.